Manufacturer narrative:
Final analysis confirmed the event of premature battery depletion based on longevity calculations. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomalies were detected. No sources of high current were found in the device. The battery was analyzed by its manufacturer and no anomalies were found. The cause of the premature depletion could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the implantable cardioverter defibrillator (ICD) had premature battery depletion and reached elective replacement early. The ICD was explanted and replaced. The patient was stable throughout.